Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a "power error detected" during normal use. Blood glucose level at the time of the incident was 7.1 mmol/l. The customer stated the internal power source in the pump is unable to charge. The pump is operating on the aa battery only at the moment. The customer was advised that the error may recur based on software version and as result a replacement pump will be offered. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes due to non-sleep anomaly software error. The device was received with faded, stained serial number label and scratched case.